Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 566 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, vomiting, pain, and lethargy. As treatment, the patient administered insulin corrections and per the advice of their doctor applied a new pod. Once at the hospital the patient had blood work administered as well as an insulin drip and intravenous fluids. The patient was transported to a pediatric hospital where they were admitted. The patient was in both hospitals for a total of 29 hours before being released. The patient was prescribed insulin as well as pens. The patient will be following up with their endocrinologist.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.